Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated and perforated her fallopian tube"), device dislocation ("migration of essure device"), uterine perforation ("migrated and perforated her uterus/implant has moved") and uterine haemorrhage ("poking into the uterine causing internal bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bacterial vaginosis and spotting vaginal. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 13 days after insertion of essure, the patient experienced menorrhagia ("menstrual cycle started becoming extremely longer than normal/ heavy menstrual bleeding"), vaginal haemorrhage ("spotting/ abnormal bleeding (vaginal/ menorrhagia)"), dyspareunia ("painful intercourse") and nausea ("nausea"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criterion medically significant) with pelvic pain and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), vaginal infection ("chronic vaginal infections"), fatigue ("chronic fatigue"), weight fluctuation ("fluctuations weight") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)), surgery (salpingectomy (one side removal of fallopian tube)) and surgery (salpingectomy (one side removal of fallopian tube)). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal infection, vaginal discharge, fatigue, weight fluctuation, nausea and back pain had not resolved and the device dislocation, uterine haemorrhage and dyspareunia outcome was unknown. The reporter provided no causality assessment for menorrhagia, uterine haemorrhage and vaginal haemorrhage with essure. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, nausea, uterine perforation, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: she has not yet been able to undergo surgery to remove the essure continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion fallopian tubes. X-ray - in 2011: migrated and perforated her fallopian tube and ute. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 28-feb-2018: plantiff fact sheet received. Events migration of essure device, nausea, back pain and abdominal pain are added. Historical conditions are added. Product , patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migrated and perforated her fallopian tube / perforation (uterus)"), uterine perforation ("migrated and perforated her uterus/implant has moved/migration of essure device / migration of essure device:uterus") and uterine haemorrhage ("poking into the uterine causing internal bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bacterial vaginosis and spotting vaginal. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 13 days after insertion of essure, the patient experienced menorrhagia ("menstrual cycle started becoming extremely longer than normal/ heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("spotting/ abnormal bleeding (vaginal/ menorrhagia) / abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse") and nausea ("nausea"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criterion medically significant) with pelvic pain and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), vaginal infection ("chronic vaginal infections"), fatigue ("chronic fatigue"), weight increased ("fluctuations weight/weight gain 40lbs") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal infection, vaginal discharge, fatigue, weight increased, nausea and back pain had not resolved and the uterine haemorrhage and dyspareunia outcome was unknown. The reporter provided no causality assessment for menorrhagia, uterine haemorrhage and vaginal haemorrhage with essure. The reporter considered back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, nausea, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: she has not yet been able to undergo surgery to remove the essure continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 171.4 kg/sqm. Hysterosalpingogram - on an unknown date: full occlusion fallopian tubes. X-ray - in 2011: migrated and perforated her fallopian tube and ute. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 11-jun-2018: plaintiff fact sheet was received events added from pfs - weight gain 40lbs and abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migration of essure device: uterus, perforation (uterus) clubbed to previous events. Reporter information was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("migrated and perforated her fallopian tube / perforation (uterus)"), uterine perforation ("migrated and perforated her uterus/implant has moved/migration of essure device / migration of essure device:uterus") and uterine haemorrhage ("poking into the uterine causing internal bleeding") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of overweight, spotting vaginal and bacterial vaginosis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 13 days after essure insertion, she experienced heavy menstrual bleeding ("menstrual cycle started becoming extremely longer than normal/ heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("spotting/ abnormal bleeding (vaginal/ menorrhagia) / abnormal bleeding (vaginal)"), pelvic pain ("severe pelvic pain /pain"), dyspareunia ("painful intercourse") and nausea ("nausea"). On (B)(6) 2011 she experienced uterine perforation (seriousness criterion medically important) and vaginal discharge ("vaginal discharge"). On unknown date she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine haemorrhage (seriousness criterion medically important), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), vaginal infection ("chronic vaginal infections"), fatigue ("chronic fatigue"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("fluctuations weight/weight gain 40lbs"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, vaginal infection, vaginal discharge, fatigue, weight increased, nausea and back pain had not resolved. The outcomes for uterine haemorrhage and dyspareunia were unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure administration. No causality assessment was received for essure with regard to heavy menstrual bleeding, vaginal haemorrhage or uterine haemorrhage. The reporter commented: she has not yet been able to undergo surgery to remove the essure continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.234 kg/sqm. [Hysterosalpingogram] (date unknown): results: full occlusion fallopian tubes. [X-ray] in 2011: results: migrated and perforated her fallopian tube and ute unspecified date: ultrasound - the implant has moved; what it is doing is poking into the uterus causing internal bleeding. Quality-safety evaluation of ptc: for essure: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. The most recent follow-up information incorporated above includes data received on: 28-jun-2024: patient height, weight and bmi was corrected. Medical history was added. Imdrf 'health impact' codes (annex f) was added. Event (pelvic pain, abdominal pain and abdominal pain lower) ticked as diagnosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.